Manufacturer narrative:
H6. Investigation summary: bd received two (2) samples and four (4) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Loose fm was observed inside the tube and embedded fm was observed in the sidewall of the tube. Embedded fm is isolated from any specimen and is therefore considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm (loose) and embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese: this report is about black fm in the blood collection tube. Black foreign matter was found inside the blood collection tube before use.